Manufacturer narrative:
H10: the device was not received for evaluation and the serial number was not provided; therefore, a device analysis and service history review could not be completed. An on-site non-baxter technician repaired the device (no further information provided). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 96 machine had an external fluid leak. During machine startup and disinfection, it was observed that there was water leakage. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.